Event description:
A patient reported experiencing alleged inaccurate high results with a fasttake meter.. The patient's blood glucose results were 229mg/dl, 149mg/dl, 189mg/dl. Tests were done less than 10 minutes apart with a difference of 25%. Patient did not experience any adverse events. No further information has been reported.